Event description:
Event description guidant received information that this ventricular lead displayed intermittent capture and undersensing as observed via transtelephonic monitoring. Therefore, the patient was seen in the clinic for a pacemaker follow-up appointment. Testing revealed that the lead impedance measurements increased from 830 ohms and 1920 ohms in bipolar and unipolar configurations. No adverse patient effects were observed.